Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture broke with low resistance.

Manufacturer narrative:
This event has been reassessed and found not to be a reportable event. F information is provided in the future, a supplemental report will be issued.